Event description:
MFR. Reference report: 3006705815-2019-01789. It was reported that the patient was not getting adequate therapy due to lead migration. The lead was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.